Event description:
Per the clinic, the patient experienced a swelling around the implant side. The patient underwent procedure on (B)(6) 2013, to drain the fluid out of the swollen area.

Manufacturer narrative:
Implanted device remains.